Event description:
Caller reported a heat and electrical issue with the pump, including overheating, bulging, and becoming hot to touch, accompanied by temperature alarms. There was no adverse impact to the customer¿s blood glucose level. The customer resolved to use multiple daily injections as a backup therapy while technical support arranged to replace the pump and instructed the customer on returning the problematic pump using a pre-paid label within ten days.